Event description:
The customer returned the high flow insufflation unit to the service center for a separate issue. During the device analysis, the device exhibited a deformed connector unit and gas leakage from the primary piping. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the gas leakage from the primary piping was due to deformation of the connector unit. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.